Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor. No moisture damage was found on the keypad assembly.

Event description:
The customer reported via phone call that insulin pump screen was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.